Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of nickel sensitivity. After impacting the head, the surgeon opted to remove the components. Three different versadial head/adapter separators were attempted to disengage the head and taper. Subsequently, the third separator fractured after disengaging the components. A delay of over 30 minutes occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03186 / 03187).